Event description:
Pt self tested using inratio meter approximately 7 years. Began noticing discrepant results approximately 1 month ago: date: unk, inratio: 1.0, retest inratio: 1.7, lab: 2.3. Date: (B)(6), inratio: 3.9, lab: 2.7. Lab results within 2 hours of meter results. Pt's therapeutic inr range is 2.3-3.0.

Manufacturer narrative:
Investigation pending.